Event description:
An initial event notification was received by united therapeutics drug safety on 12-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 15-aug-2025. It was reported that the patient went to the emergency room after being off of remodulin for approximately 3 hours due to leaking when trying to fill a remunity cassette. No side effects were reported. The patient called accredo while in the emergency room and was advised with step-by-step instructions for how to pair their remunity pump and remote, as well as how to fill a cassette. The patient was infusing without issue at the end of the call. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.